Event description:
It was reported that the mattress wouldn't stay inflated. The bed was inspected by an arjo technician. During the inspection, no mattress fault was found, the bed evaluation revealed that the bed lowered by itself without any buttons being pressed and no injuries were reported.

Manufacturer narrative:
The bed evaluation revealed the intermittent operation of the CPR button caused the bed to move inadvertently. It is possible that the failure of the CPR button also caused the mattress to deflate, but this was not replicated during the inspection. The technician removed the side rail, cleaned the connector and replaced the attendant panel. The bed is almost 10 years old, and according to the device's service history, there is no record of the right side rail or attendant control panel pad ever being replaced. This could mean that the unit failure is related to natural wear and tear of this component. The instructions for use for citadel bed (830.213-en rev.14) includes the following information: "CPR position - press and hold the CPR button to flatten the deck (and lower if necessary) to enable cardio-pulmonary resuscitation to be performed." "Press and hold the CPR button. (..) If installed, the citadel patient therapy system will deflate the mattress and turn off." ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. To sum up, arjo device failed to meet its specification since the bed lowered by itself without any buttons being pressed. The patient was using the bed when mattress allegedly deflated, unintended movement occurred during bed evaluation by technician. This complaint was assessed as reportable due to allegation of unintended movement of the bed. No UDI number available, the product manufactured before UDI implementation.